Manufacturer narrative:
The insulin pump passed the prime test, displacement test, and basic occlusion test. The insulin pump was received stuck on a motor error alarm that occurred during the bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No software error alarms were noted. The insulin pump was monitored and all operating currents tested within the specified range. No blank display was noted. A cracked reservoir tube lip, minor scratches on the display window, and a cracked case near the display window corners were noted during the visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported a motor error alarm during a basal. The customer also stated his insulin pump went blank shortly after the motor error alarm occurred. He also stated he was unable to complete the rewind sequence on his insulin pump. Customer's blood glucose was 230 mg/dl. The customer could not recall any significant events leading to the alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.